Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced issues with two infusion sets, specifically with the cannula being bent. The event dates were recorded as (B)(6) 2024. The symptoms were noticed within 3 hours of insertion at the back hip site. The patient regularly rotates the site location and there was no impact on the site area. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose (bg) level was displayed as 'high', but the specific value is unknown. The patient did not require assistance from a third party and took a correction injection via mdi to address the high bg. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04053 - device 1 of 2.